Manufacturer narrative:
It was found that the lift could still be used while the emergency stop was engaged due to a bad gable. The baxter technician replaced the gable now emergency stop button is functioning as designed. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Although there was no patient involvement, if the reported malfunction were to recur during a patient transfer, it could lead to serious injury or death.

Event description:
During servicing by baxter, technical service identified that the likorall 250 s, natural, irc had an issue, gable won't activate e stop. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.